Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the surgeon performed an acdf (anterior cervical discectomy and fusion) on one level using the zero p va implant. After inserting the zero p va implant in disc space, screw preparation was made. During insertion of the screws, the plate was disconnected from the peek part within the disc space. The implant and screws were removed. Another colleague was called to address the problem, and to look to see if something was done wrong. Another zero p va implant was carefully loaded to the implant holder and inserted into disc space. Before screw placement, the surgeon felt that something was wrong, and again the plate was disconnected to the peek part om the second implant. Third time a convex version of zero p va was used, and the same thing happened. This is not supposed to happen, since the two parts of the implant are connected vertically. The surgeon change to conventional instrumentation with a competitor's cervical cage+ plate. The surgery time was extended by 45 minutes due to the event. This report is for a zero-p va implant 6mm height convex-sterile. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be fell apart the polymer from the green metal part. The reported allegation can be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the zero-p va cage lordotic h7 peek would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part number: 04.647.136s, lot number: 6979p62, manufacturing site: mezzovico, release to warehouse date: 26 jul 2023, expiration date: 01 jul 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.